Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. After deployment of a stent, a 18-6/5.8/75mm xxl esophageal balloon catheter was advanced for post-dilation at the edge of the stent. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another xxl esophageal balloon catheter. No patient complications nor injuries were reported.